Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to check the input by pressing the input select on the keyboard; however, there was no image. Tac instructed the customer to reseat the video cable and image was obtained. A follow up was made and the customer mentioned that the issue was resolved the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on the picture in picture box. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
As reported in the initial report, this is just the temporary problem of pip (picture in picture) function and there is no information that the customer was not able to see an endoscopic image. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Correction to the initial report: corrected h6 - medical device problem code from 1183 (no display / image) to 3189 (no apparent adverse event).